Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts "syringe slider had significant resistance when pushing it, the drainage tube became stuck in the syringe, then broke, and was found to be less than 6 mm in length" during implantation in right eye.